Event description:
Target lesion was right external iliac artery. The target vessel was heavily calcified, heavily tortuous and 99% stenosed. There was a large resistance felt when the (complaint product) was tracking through the heavily tortuous vessel toward the target lesion. Eventually the stent became partially deployed despite the locking pin was still in place. After the sds got to the target lesion, the stent was placed distally as much as possible, and an additional stent (8mmx4cm) was placed to cover the target lesion. The procedure was completed successfully without any patient injury.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.